Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion at the connection between the insertion tube and the uc sheath. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the dark image and corrosion was due to identified failures traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had a dark image. The event was found after a diagnostic laparoscope procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a dark image. The event was found after a diagnostic laparoscope procedure which was completed using a similar device. There were no reports of patient harm.